Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a stuck button and blank display. The customer's mother was assisted troubleshooting. The customer's blood glucose level was 121mg/dl at the time of the incident. It was stated that the center button was pushed in and insulin pump flashed alert regarding buttons being pressed and eventually had blank display. The customer's mother was advised to remove the battery and when the battery was removed, a stuck button alarm was received and the center button popped back up. The customer's mother stated that the display returned after battery were re-inserted. Customer stated there were no battery alerts prior to blank display. Damage troubleshooting was performed and found that the insulin pump rattled when they shook it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specifications. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay.